Manufacturer narrative:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Based on the information available, there was no device malfunction. The root cause for this event is that a customer member who was not accustomed to using the dfm100 turned the knob in a hurry, causing it to go into pacing mode which resulted in device problem. Device is working fine as per manufacturer's specifications without any issues. The investigation concludes that no further action is required at this time.

Event description:
It was reported that, when the device was used in the emergency room, the staff was in a hurry and intended to set it at 200j, but it passed through and became pacing, and when the shock should have been given, it discharged internally and no shock was given. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.